Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) and remote network station (rns) was displaying comm loss with the monitored gz transmitters, which only lasted about 30 seconds. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) recommended the customer contact their facility's it department to check the server and call back if further assistance was needed. The customer called back and stated that it found no abnormalities. The customer requested clinical (cits) to remote into the server, who discovered that the gateway had crashed at the time of the communication loss. Cits noted that the connected wireless device count exceeded the limit of 200. With the available information, it is reasonable to suggest the root cause is the facility's network environment. Exceeding the limit of wireless devices can cause performance issues with the connected devices. A review of the serial number shows no recurrence of the reported issue.

Event description:
The customer reported that the central nurse's station (cns) and remote network station (rns) was displaying comm loss with the monitored gz transmitters, which only lasted about 30 seconds. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss across the monitored gz transmitters. This communication loss lasted for about 30 seconds after which everything returned back to normal. Their remote nurse's station (rns) displayed the same issue. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: transmitter: model #: gz-130pa, serial #: (B)(4), device manufacturer data: 01/19/2017, unique identifier (UDI) #: (B)(4).